Event description:
It was reported that the ambulance was involved in a motor vehicle accident while transporting a cardiac arrest patient on a stryker cot. The patient later died at the hospital. No further information was given at this time.

Manufacturer narrative:
The issue was resolved for the customer by sending them a letter recommending that the stryker product involved in the accident not be returned to service.

Event description:
It was reported that the ambulance was involved in a motor vehicle accident while transporting a cardiac arrest patient on a stryker cot. The patient later died at the hospital. It was further reported that the stryker product did not cause or contribute to any alleged injuries or adverse consequences.

Event description:
It was reported that the ambulance was involved in a motor vehicle accident while transporting a cardiac arrest patient on a stryker cot. The patient later died at the hospital. It was further reported that the stryker product did not cause or contribute to any alleged injuries or adverse consequences.